Event description:
Customer reported a blank display. He stated that the display does not return after he inserts a new battery. Customer's blood glucose was 140 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump received with a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump was monitored, all operating currents tested within specification range. No blank display anomaly noted. Insulin pump was not received with original battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).